Event description:
The patient reported that while loading the cartridge in the pump the pump dispensed all of the insulin from the cartridge.

Manufacturer narrative:
(B)(4): one "no cartridge detected" warning was found in the pump black box. During testing, the force sensor passed calibration testing. The pump performed rewind, load, and prime steps multiple times with no issues noted. The pump was opened and no force sensor defects were found.

Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.